Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient's knee arthroplasty was revised after developing poly wear disease.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: nexgen legacy knee-posterior stabilized articular surface, catalog#: 00596404212, lot#: 61415655; nexgen legacy knee-posterior stabilized femoral component, catalog#: 00599601701, lot#: 61527902. Reported event was confirmed by review provided x-rays. From the x-ray review: tibial component is in varus alignment rather than in desired neutral alignment. Review confirms loosening of tibia and is highly suspicious for osteolysis (granulomatous) proximial tibia. Clinical notes state that patient was revised due to tibial loosening. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that patient underwent left total knee arthroplasty and was revised due to tibial tray loosening. Patient also exhibited "poly disease" with deterioration of tibial bearing noted. No further information is available.